Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. H6: additional patient clinical codes: 4895, 4464, 1967, 1983. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3012447612-2026-00091 through 3012447612-2026-00094.

Event description:
A patient reported a potential allergic reaction to an l4-l5-s1 flarehawk construct resulting in a wide range of symptoms including back pain, brain fog, shortness of breath, dermatitis, neuropathy in his thigh, weakness in his back and right leg, and a feeling of pressure in his spine. The patient has received three allergy tests: one showed no metal allergies, one showed an allergy to nickel, and one showed an allergy to cobalt. This is report four of four for this event.